Event description:
Drill bit broke. There was no adverse consequence to the pt.

Manufacturer narrative:
Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded at the hospital.